Event description:
Customer's son reported customer received inaccurate high glucose reading (319 mg/dl) from their freestyle flash meter. Customer's son reported customer actual glucose level was 37 mg/dl from an unk meter. The customer went into a coma and was unresponsive. Paramedics were called and treated customer with intravenous glucose. Customer was then transported to hospital where he was diagnosed with severe hypoglycemia and was treated with glucose and food. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.